Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported is likely the result of a combination of osteolysis, prosthesis wear of the tibial insert and patella, and femoral loosening over 11 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. However, the reported failures cannot be confirmed, contributions of loosening and prosthesis wear to the sequence of events, and potential user or patient-related considerations could not be assessed as the devices were not available for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 2847849 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 2886246 204-34-02 - fluted stem extension 25l x 14 mm, 2879703 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that a 62 yo male patient, initial left knee implanted in (B)(6) 2013, underwent a revision procedure in (B)(6) 2025, approximately 11 years 1 month post the initial procedure. The surgeon revised the patient¿s logic femoral component, tibial insert and patella due to osteolysis. There was significant polyethylene wear on the tibial insert and patella. There was no cement adhered to the logic femoral component once it was removed. Cement was only present on the femur. The surgeon left the logic tibial components in place as they were well fixed. He revised the femur to logic cc components and replaced the patella with an active e truliant 3 peg patella. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as the facility held the product. No device images were provided. No further information.